Manufacturer narrative:
(B)(4). According to the complainant, the suspect device is not available for return.  If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that a speedband superview super 7 device was used in the lower esophagus during a variceal ligation procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the physician was able to turn the handle and felt the ¿sensation¿ to deploy a band but the bands failed to deploy and varices were ruptured after two (2) unsuccessful ligation attempts. The procedure was completed with another speedband superview super 7 device and no additional intervention was required to treat the ruptured varices. There were no patient complications reported as a result of this event, the variceal rupture had resolved. The patient's condition at the conclusion of the procedure was reported to be okay.